Manufacturer narrative:
Bd received an anonymous medwatch report (mw5091558). Bd reviewed customer complaints between (B)(6) 2019 and found no matching complaint files. Case number (B)(4) was created for documentation purposes. At this time and without additional information about the customer or device bd is unable to investigate this report to determine a root cause.

Event description:
Customer reported that a pyxis anesthesia system es in an operating room locked itself, rebooted, and could not be opened for ten minutes. The reporter states that they were unable to retrieve medications and the patient was intubated and sent to the ICU. No harm was reported although medical intervention was required.